Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump suspended and contact was unsure why this occurred. The customer's blood glucose (bg) levels was over 300 mg/dl and the customer resumed insulin delivery and delivered a bolus to address bg level. During troubleshooting with tandem technical support, it was identified that the auto off alarm was received. Cts educated that the auto-off safety feature can be modified or turned off. The contact disabled the feature. Additionally, while contacting cts the contact stated the customer was experiencing high bg (500 mg/dl) and was unsure of the cause. Troubleshooting with tandem customer technical services determined the pump functioned as intended.